Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging kidney issue. No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging kidney issue. No medical intervention was specified by the patient. No additional information can be requested at this time. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Additional information was received that there is no reportable allegation. Box b1 was corrected for product problem. (Both adverse event and product problem was checked in the previous report) box b2 was corrected to blank. (Previously, it was other serious or important medical events.) Box h1 was changed from serious injury to product problem. Box h6: patient outcome code grid and health impact grid was corrected. Evaluation method code grid, evaluation results code grid, and conclusion code grid was updated.